Event description:
Patient presented to the physician with discharge and infection at the chest and neck incision. Physician prescribed antibiotics and scheduled the patient for inspire removal procedure. Physician brought the patient into the or and removed all the components.